Manufacturer narrative:
Information was received from a company representative. Evaluation summary: this instrument has a potential field age of approximately 1 year and 4 months. The frequency of use of this instrument is not known. One or a combination of the following factors may have contributed to the experience observed. Use of this device without an adapter may have led to high stress on the bolt threads; insufficient thread engagement during impaction may have led to high stress on the bolt threads; off-axis impaction of the device coupled with sufficient or insufficient thread engagement may have led to high stress on the bolt threads. Given the information provided, a definitive cause for the event observed cannot be determined with certainty. As returned, there are many strike marks on the impaction surface along with the damage marks on the cylindrical shaft portion and the knurled surface. Sem analysis is performed for the part and it indicates that the fracture is caused by bending overload. After reviewing the device history records, they were found to be conforming to requirements at the time of manufacture. The device meets print specifications where measured.

Event description:
It is reported that the inserter threads fractured off during use.